Event description:
It was reported that on day two of ecls support, the weaning protocol had begun. The technician closed shunt line to draw venous blood sample and the pump suddenly stopped with no audible alarms. Technician noted a "stopped" message in lower window of the rotaflow console. An attempt was made to change to "free mode" with no success. Hand cranking was initiated and flow was quickly established. The rotaflow console was replaced on the hl20 console. Once the pump was initialized, technician once again noted "stopped" message in lower window of rotaflow console. An attempt was made to change to free mode without success. The rotaflow was handcranked while circuit was transferred to a new hl20 base and rotaflow. The pump head was placed into new drive assembly, zeroed, and forward flow established. The patient tolerated circuit change out without incident. Internal complaint #: (B)(4). This is device 1 of 3.